Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an expired closurefast device was used to treat a patient with venous insufficiency. There were no patient symptoms and no patient injury was reported.

Manufacturer narrative:
Additional information received reported that the device was used in may, and not october as initially reported. The device was not used post expiry if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.